Manufacturer narrative:
H3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided adapter and blood port caps were returned attached to the device. The fibers were wet. No damage or irregularities were noted on the dialyzer. The sample was subjected to a laboratory leak test in which the dialyzer was submerged in water and pressurized incrementally. No external leak was detected. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. Upon completion of the sample evaluation, the reported complaint could not be confirmed.

Event description:
A user facility biomedical technician (biomed) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The dialyzer was said to be available for manufacturer evaluation. Multiple follow-up attempts were made to the facility, speaking with two different nurses as well as the biomed who reported the event. Despite these efforts, the user facility was unable to provide additional information on the event. The biomed confirmed the sample was available to be returned for evaluation. There was no mention of any patient injury or harm due to the event.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (biomed) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The dialyzer was said to be available for manufacturer evaluation. Multiple follow-up attempts were made to the facility, speaking with two different nurses as well as the biomed who reported the event. Despite these efforts, the user facility was unable to provide additional information on the event. The biomed confirmed the sample was available to be returned for evaluation. There was no mention of any patient injury or harm due to the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The dialyzer was said to be available for manufacturer evaluation. Multiple follow-up attempts were made to the facility, speaking with two different nurses as well as the biomed who reported the event. Despite these efforts, the user facility was unable to provide additional information on the event. The biomed confirmed the sample was available to be returned for evaluation. There was no mention of any patient injury or harm due to the event.